Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose levels of 402 mg/dl and had to change infusion set twice. Customer declined troubleshooting for high blood glucose stating that it was due to having gastroparesis. Infusion set would be replaced.